Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not boot up. Upon troubleshooting, the fse found that the power supply of the host pc was defective. To resolve the issue, the fse replaced the power supply using a locally available part. The system was tested, and all functions operated correctly. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.